Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of the user. The device was in use with patient. Reporter stated the device's cannula broke and user is worried the cannula piece may remain under her skin. The patient's healthcare provided prescribed an ointment to help with redness. No permanent adverse effects reported.